Manufacturer narrative:
No lot number or further information was received to look at manufacturing records. Unable to investigate further without a lot number. Hospital notes confirming the uti and hospitalization were requested and received on 10/06/23. Doctor's notes were reviewed and showed a positive uti diagnosis, which was treated with levaquin. Hospital notes list a patient history of urinary flow issues after spinal surgery. Patient was a new user and has not reported this previously. Patient stated he was not emptying the men's liberty pouch frequently enough, which could cause urine to stay near the anatomy. We are unable to confirm if the infection was caused by our device as incontinent patients are at a higher risk for infection. There is no confirmed history of infection related to our product. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.

Event description:
Patient was contacted on (B)(6) 2023 for follow-up to first-time product use. Patient stated he loves the product, and it worked fine, but after 3 days of use he started to experience burning while urinating. Patient stated he probably wasn't emptying out the pouch as often as he should have. Product specialist explained to empty the pouch when it was 3/4 full. Patient stated he was not doing that. Patient stated he ended up in the hospital with a uti, which turned into sepsis. Patient stated he is currently in the hospital and being discharged tomorrow. Patient is at the (B)(6) hospital. Patient was unable to provide the men's liberty lot number.